Manufacturer narrative:
According to the information provided by the technician, during troubleshooting pre-use check failed at internal leakage test and pressure transducer test. During ventilation it also generated alarm for high peep. Safety valve membrane was cleaned and pressure transducer board was reconnected. Following these actions, the issues were resolved. The device was delivered to the user in working condition. The expiratory minute volume low alarm may indicate that delivered expiratory volumes were less than was set. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Safety valve membrane is part in inspiratory section, which opening and closing is controlled by the movable axis of the safety valve pull magnet. Opened safety valve membrane allows the inspiratory gas to let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Provided device's logs were incomplete, however customer initial allegation could be confirmed. Internal leakage test failure during check up of the device was also confirmed. According to the technician, pre-use check was performed before ventilation and passed successfully. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to maintenance of the pressure transducer board and safety valve membrane, which needed to be cleaned/reconnected.

Event description:
It was reported that the ventilator generated low expiratory minute volume alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).